Event description:
A consumer reports having blurred vision and seeing gray shadows around objects following intraocular lens (iol) implant surgery. She has been examined by a second ophthalmologist and a retinal specialist, who state that "everything looks normal" and advised her to give her vision more time to adjust. A yag was performed and she was given a prescription for glasses. Her vision is now "brighter", but not improved. In a follow-up, in surgeon's opinion, the device did not cause or contribute to the events.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/28/2008 and 08/29/2008 by phone, fax and mail. A completed questionnaire was received on 09/03/2008.